Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending (lad) artery. Following predilation, the 2.75x28mm taxus express2 drug eluting stent (des) was advanced but would not cross the lesion. When the physician pushed on the stent delivery system (sds) the proximal shaft was kinked. The physician removed the device from the patient and plain old balloon angioplasty (poba) was performed. The sds was advanced to the lesion again but it still would not cross. Upon removal the kinked segment of the shaft was fractured outside the patient's body. The procedure was successfully completed with another device with no patient complications reported. The patient's current condition is listed as "good."

Manufacturer narrative:
(B)(4).